Manufacturer narrative:
(B)(6). (B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that the tip of the driver fractured during tightening of the crosslink. The tip fragment fell into the surgical site. The tip was retrieved from the patient. No patient complications were reported.

Manufacturer narrative:
Additional info: instrument torque mechanism functionally evaluated; 36 individual torque readings were taken and the avg torque reading was determined to be ~ 85 in/lbs., which is within print specification. All thirty-six (36) individual torque readings were within print specification, with the individual readings ranging from 82.9 to 87.60 in-lbs (torque specification 80 +/- 8in/lbs). Visually confirmed driver shaft broken; crack appears to have initiated near stress relief fillet. Microscopic examination of fracture revealed quasi-brittle fracture with fracture surface chevrons providing some evidence of overload as the mechanism of ultimate failure. The perimeter fracture surface morphology and the age of the product are consistent with anticipated wear. The above observations are consistent with anticipated wear of the instrument.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.